Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and one device. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of pre-fired with the interlock engaged that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the secondary pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a weight loss sleeve stomach surgery, while loading nail preparation stage, after loading the cartridge and confirmed that it was properly installed, the indicator didn't illuminate red. They removed the yellow protection wedge, clamped the jaw and reopened it to go on the step of checking gun, but after clamping, it was found that the jaws couldn't be opened normally. No matter how the black handle was pushed forward or the black withdrawal button was pulled back, it still didn't work. They unloaded the cartridge and replaced with a new one to continue the operation to resolve the issue in order to complete the case. There was no patient injury.